Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they experienced low blood glucose of 26 mg/dl. The customer's blood glucose was 96 mg/dl at the time of call. The customer stated that they fainted and unconscious. The customer stated that the emergency medical services were called. The customer stated that they were off the insulin pump for less than 48 hours at the time of hospitalization. The customer performed displacement test and the insulin pump passed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The insulin pump functioned properly. The insulin pump passed the displacement accuracy test. The insulin pump was received with cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.